Event description:
The svc tech reported that during routine testing of the device at the svc ctr, there was two cracked cover mounting bosses on motor tach encoder. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The svc tech replaced the encoder assembly on the unit and it operated to MFR's specs. The pump will be shipped back to the customer. No add'l action will be taken at this time.